Event description:
The reporter stated the surgeon inserted an icm125v4 12.5 mm implantable collamer lens on 01/27/2006. The lens was explanted on 02/27/2006 due to excessive vaulting. Subsequently the patient experienced narrowing of the angle and shallowing of the anterior chamber. The lens was exchanged using a shorter lens.

Manufacturer narrative:
# 06/238